Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. Also, always remove all air bubbles before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 335 mg/dl. The ketone level was large and considered as being dangerous by a healthcare provider. Bg level was addressed with multiple quick boluses and as a result, bg dropped to 73 mg/dl. Low bg was addressed with sugary food. A pump system check was performed and air bubbles were found in the tubing. The customer successfully removed the air from the tubing.